Event description:
A manufacturer representative (rep) confirmed an overdischarge with the patient¿s implantable neurostimulator (ins). The rep performed the antenna locator (al) feature multiple times and was able to pull the ins out of overdischarge. It was noted that the patient was able to charge to a level where the rep interrogated the ins with a physician programmer. The rep reported the 0x2608 code while clearing the power on reset (por) message and it was reviewed that the physician programmer cleared multiple pors. It was also noted that the patient last recharged in (B)(6) 2016 and he noticed that he couldn¿t charge his ins in (B)(6) 2016. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up is not required at this time and there is no further information related to this event. Indications for use include: chronic low back pain, lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.